Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the initial operation was (B)(6) 2012 there was a screw that loosened and a fracture after tomofix surgery. A second surgery was required. All three proximal screws, which are supposed to be cold-welded and which had been tightened with the torque wrench in the previous operation. They were found to be loose and that the middle screw was unscrewed by approximately five mm (full head length). The anterior and posterior screws had each unscrewed by three mm. A redon drain was inserted and irrigation. The wound closed in layers, with a intracutaneous suture. It was noted that there were so many screws used, because the surgeon decided to change the screws. One screw broke, when the surgeon did the metal removal. It was also reported that the x-ray quality was poor; therefore an internal medical review could not be completed. This report is for 13 unknown screws. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the visual inspection has shown that returned tomofix plate is bent and not broken as complaint. Also one locking screw head is broken off (unknown when breakage occurred) along with 13 intact screws. The review of the production history revealed that the plate was manufactured in february 2012 and the locking screw in november 2011 both according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately we are not able to comment the loosening of the screws; the bent plate may have been the result of too much weight while the screws were loose. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for 13 unknown screws. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Thirteen unknown screws were returned and are pending investigation; the part/lot numbers that were returned are: quantity 1 each intact screws; 413.375 lot# 2752328, 413.344 lot# 2786112, 413.340 lot# 2817742, 413.338 lot# 2776152, 414.838 lot# 7728137, 414.844 lot# 1495171, 413.332, lot# 7789462, 414.860 lot# 2381365, 414.832 lot# 7764375, 414.844 lot# 1483316. Quantity 3 intact screws; 413.375 lot# 7811028. Synthes cannot identify which of the returned devices is the complained devices that became loose and unscrewed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.